Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned incorrect test strip lot. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-o with symptoms. The customer is concerned with tests results obtained with e-o and reported symptoms. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The customer reports symptom of fatigue. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. The product is stored in the bedroom drawer. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. He hadn't made any changes to his diet or medication (humalog & lantus). Ran the blood test and the e-0 error persist.